Event description:
Patient reported obtaining back-to-back results of 25mg/dl and 71 mg/dl on the compact system. At the time the results were obtained, patient was not experiencing symptoms of hypoglycemia. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing was not performed on the compact system. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact system :meter, compact strip lot 2061144 with expiration 11/30/2007.

Manufacturer narrative:
The compact test drum is the suspect product.